Event description:
The patient involved in the incident had severe coronary heart disease. After being advised to undergo a CABG/coronary artery by-pass graft), the patient opted to undergo cardiac catherization/stenting therapy instead. During the procedure, while attempting to stent the inferior branch of the ramus intermedius, the patient went unexpectedly, and without warning, into cardiac arrest. The patient expired on the table.